Event description:
Suspected lead malfunction led to inappropriate therapy. An x-ray was performed and revealed a possible lead fracture between the distal coil and tip. A possible lead replacement will be discussed.